Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results on multiple patient and quality control samples processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. One result was reported outside the laboratory, however; a corrected report was sent. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Non- repeatable falsely elevated tropi es results occurred on multiple patient samples tested on a vitros eci q system. In addition, both falsely elevated and falsely lowered quality control results were obtained on a biorad control fluid. Falsely elevated tropi es results were reported for two different patients, resulting in a cardiac catheterization on one of the patients. Corrected reports were sent to the clinician. There was no allegation of harm associated with this event. The root cause of the event is unknown at the time of this report; however, user error in the pre analytical processing of the samples outside of the tube manufacturers recommendations and in the testing on the incorrect level or an inappropriate control fluid could not be ruled out. In addition an analyzer related event could not be ruled out. The investigation is continuing.